Manufacturer narrative:
(B)(6). Occupation: medication safety coordinator.

Event description:
Information was received indicating that a smiths medical medfusion pump had a biomed error. The event occurred in the pediatric intensive care unit (picu). The pump was placed on a cart dedicated to pumps that were reported to have experienced a primary audible alarm. There was no reported adverse event.

Manufacturer narrative:
Additional information h6 device evaluation: the pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found the internal ribbon cable connection was not correct per factory specification and required repair and the j9 connectors were in good condition. During testing, a system failure force sensor error was present. The reported failure was confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).

Manufacturer narrative:
The pump was not returned to the manufacturer but was investigated and repaired at the customer facility by a field service technician. A visual inspection of the pump found the internal ribbon cable connection was not correct per factory specification and required repair and the j9 connectors were in good condition. During testing, a system failure force sensor error was present. The reported failure was confirmed. The root cause could not be established. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacturing. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).